Event description:
It was reported that the patient experienced successful trial stimulation. During the prime advanced implant, the electrode and implantable neurostimulator were connected to the extension. All impedances were found to be out of range. The surgeon tried reconnecting the devices six times, and every time the impedances were out of range. The surgeon tried a second extension, and all impedances w ere out or range several times. The surgeon tried a third extension, impedances were within range, and paresthesias were achieved. The out of range extensions were discarded. There was no patient injury and the patient outcome was reported as ok. See MFR. Rep. #6000153-2011-08922.

Manufacturer narrative:
Extension: model 37081-40, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6).